Event description:
I had lasik eye surgery in (B)(6) of 2014. Since that time, my vision has been terrible at night. Every single light source (traffic lights, headlights, etc) have large halos around them, and focusing is nearly impossible. This has not gotten better with time, and has caused me to avoid driving at night. I also believe my regular vision has begun getting worse again, though that is not nearly as much of an issue as the nighttime lights.